Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15561283 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the device, the reported event of unraveled and separated during the procedure could not be confirmed, however, the DHR revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information, no definite factors were noted that might have contributed to the event. Therefore, no corrective action will be taking at this time.

Event description:
During the coil detachment, the galaxy complex xtrasoft 4mmx6cm coil (640cx0406/15561283) broke off in 2 pieces, and one part was in the aneurysm, and the other one remained at the tip of the catheter. The piece in the microcatheter was removed, and the piece was stretched. There were no consequences and the patient was fine, and no other coils were place in the aneurysm. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated saline source was utilized at all times through the echelon 10 45 degree microcatheter (ev3), and no resistance/friction was noted between the coil system and microcatheter. The same microcatheter was not used with the next device, but another device was used later. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and a piece of coil remained attached. The target site was the posterior wall of the right carotid with an aneurysm that measured 7.9, 7.9, 5.3 mm, and it wax old associated dissected aneurysm of extra cranial carotid.